Event description:
On (B)(6) 2025, the patient reported experiencing low glucose levels after meals while using the pump. The patient is new to pump use. A blood glucose value of 60 mg/dl was noted. The patient treated the low with carbohydrate intake.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.